Event description:
Pt was intubated. Staff attempted to remove mask from ambu bag in an effort to attach bag to capnometer and capnometer to ett. Bag broke. Ett/capnometer attachment piece came disconnected from bag and stayed in mask piece. A second bag was immediately available and put into use. This did not affect the pt. Dates of use: (B) (6) 2010. Diagnosis or reason for use: intubated pt. Event abated after use stopped or dose reduced?: yes.